Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of significant over correction at one week post lasik procedure. Reporter indicated the patient was a high myopic refractive treatment with monovision planned. Patient complained of very blurry near vision, especially at night with the left eye. Reporter stated glasses were prescribed until enhancement if needed (likely) at a later date and with surgical approval. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).